Event description:
Discussed far field r wave oversensing is noted. Discussed that the ffrw is much larger than the atrial event. Per lead trending p wave is very small and most recently had been measured at .1mv and atrial sensitivity is programmed to bipolar .15mv. There was no evidence of atrial undersensing noted on the at/af episode. Discussed pvab method and that partial + is more effective that partial (current programmed partial) at eliminating ffrw oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).